Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing failure occurred on 07-09-2024 for g7 wearable with serial number (B)(6). However, g7 wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Test 1 was performed and passed. A review of the share logs was performed and pairing failure was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause of signal loss could not be determined. The reported event of pairing failure is reportable based on signal loss over one hour. No injury or medical intervention was reported.

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).